Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that an alert was triggered for an out of range shock lead impedance, greater than 200 ohms, on this right ventricular (rv) lead. The impedances measurements were greater than 200 ohms in all vectors. The issue appears to have started, several months ago. Pace impedance measurements have been stable, in the 600 ohm range. Additional information indicated that no visual abnormalities were noted on x-ray. During the revision procedure, the pace impedance was tested by a pacing system analyzer (psa) and those measurements were reportedly out of range, as well. This rv lead was subsequently abandoned surgically and was successfully replaced. The cause of the clinical observations remains unknown. No additional adverse patient effects were reported.